Event description:
It was reported that: "the hub connection separated from the assembly when dr. W. Was attempting to place the catheter. The hub assembly fell on the floor, so we had to open another catheter kit. The was not on the patient yet. It was after opening the kit. The packaging was not damaged. No harm came to the patient. We had to open another catheter kit. The patient is stable and has been coming to dialysis."

Manufacturer narrative:
(B)(4). The customer report that "the hub connection separated from the assembly" could not be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was requested, and a response was received. The hub assembly fell on the floor. No harm came to the patient, and another kit was opened. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.